Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "the luer-lock connection (white head) had falling off from catheter." No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Event description:
The complaint is reported as: "the luer-lock connection (white head) had falling off from catheter." No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one, severed, proximal extension line for analysis. Signs-of-use in the form of biological material was observed on the extension line. The rest of the catheter body was not returned for analysis. Visual analysis revealed that the proximal extension contained a hole directly adjacent to the luer hub (white hub). A portion of the extension line was still molded within the luer hub. It was also noted that the proximal extension line was severed towards the juncture hub. The appearance of the separation appeared smooth and uniform. The customer likely observed the hole at the luer hub, then severed the extension line in order to return it for analysis. The proximal extension line outer diameter measured 2.14mm which is within the specification limits of 2.13mm-2.21mm per the proximal extension line extrusion graphic. The proximal extension line inner diameter measured 1.4224mm which is within the specification limits of 1.420mm-1.500mm per the proximal extension line extrusion graphic. This indicates that the wall thickness measured within specifications. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "flush lumen(s) to completely clear blood from catheter." When the proximal line was flushed, water leaked from a small hole adjacent to the luer hub. The medial and distal extension lines could not be flushed as they were not returned for analysis. A device history record review was performed, and no relevant findings. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." "Warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure". The customer report of an extension line leak was confirmed by functional and visual inspection of the returned sample. The proximal extension line contained a hole directly adjacent to the luer hub. When the proximal line was flushed, water leaked from a small hole adjacent to the luer hub. A device history record review was performed, and no relevant findings were identified. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend reports of this nature.